Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed endocarditis. The device and leads were removed. The device and leads will not be returned to the manufacturer. No further patient complications were reported as a result of this event.